Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01836, 0001825034 - 2018 - 01838, 0001825034 - 2018 - 01839. Concomitant medical products: 010000858 g7 neutral e1 liner 36mm f lot 3078828, 010000665 g7 pps ltd acet shell 56f lot 2981561, 51-103130 tprlc 133 type1 pps so 13.0 lot 2835744. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient experienced 1500 ml blood loss during the primary right total hip arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.